Event description:
Customer reportedly obtained results of 156mg/dl, 197mg/dl, 321mg/dl, and 235mg/dl on the aviva system within 10 minutes. Another 5 minutes later the customer received an additional result of 131mg/dl. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.